Manufacturer narrative:
Additional info received on 02/05/10 changed this event from non-reportable to reportable.

Event description:
On (B) (6) 2007, a revision was performed with a 6mm fep ringed gore-tex vascular graft from the brachial vein to the cephalic vein. On (B) (6) 2007, the pt presented with thrombosis with intergraft and outflow stenosis. A thrombectomy, angioplasty and placement of two viabahn stents was performed. On (B) (6) 2007, the pt presented with an infected right arm a-v graft. The graft was explanted in its entirety.